Event description:
Livanova deutschland has received a report that the electronic gas blender displayed error related to calibration value issue (e19) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in germany. Electronic gas blender was investigated at livanova. Error not confirmed: no error was detected during repeated test run. Device works properly. The device was calibrated, preventive maintenance completed and test run were successfully passed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The involved gas blender was manufactured in 2018 and no previous similar events were reported. Taking into account the reported issue could not be reproduced and the device was found to be working within specifications, hardware deviations with the device can be ruled out as the cause of the reported event. It cannot be ruled out that the error cause was caused by an improper gas supply or a missed gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.